Manufacturer narrative:
Updated fields - b4, b5, d8, d9, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h6 (medical device ¿ problem code) the failure analysis and testing department received the front-end board with a reported unit failure of art port pulled from unit. The fat dept. Performed a visual inspection and found that the j5 connector is missing on the received front end board. Due to the missing j5 connector on the received pcb, it cannot be installed and investigated any further. Retaining the front-end pcb board in the failure analysis and testing department. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the front end board (d670-00-1164). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) art port was damaged due to pulling out from the unit. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) art port pulled from unit. There was no patient involvement reported .